Event description:
On 3/30/2022: ECG fault 6 indicated that ECG is disabled. Tech support recommends sending loaner unit back to trade for another loaner. On 3/30/2022: checked and verified ECG signal is disabled. Preparing loaner unit to ship back to zoll. On 3/31/2022: after delivering a 200 joule synchronized shock, the zoll r-series lost ECG momentarily, returned, and then indicated "ECG 6 fail" on the monitor. Multiple attempts to switch to leads I, ii, ii and pads revealed loss of ECG. Defib pads and electrodes were also switched with no capture of ECG. The synchronized cardioversion was unsuccessful with the defective device so the patient had to be kept sedated while I ran to get another zoll r-series. Upon returning, I connected the new zoll r-series and dr successfully cardioverted the patient. FDA safety report ID # (B)(4).